Event description:
It was reported that a lead integrity alert (lia) had triggered and that the patient presented to the emergency room after receiving inappropriate shocks. Interrogation of the device revealed high short interval counts (sic), high rate non-sustained ventricular tachycardia episodes, and out of range high rv pacing impedances. Fracture was suspected. One week later the pace-sense portion of the lead was capped and a new pacing lead was implanted. It was also reported that the device algorithm failed to withhold therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6944 implantable tachy lead: (B)(6) 2006. 5076 implantable pacing lead: (B)(6) 2006. 4194 implantable pacing lead: (B)(6) 2012. (B)(4).